Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer did not bolus for a meal and as a result experienced high blood glucose over 300 mg/dl. Customer experienced symptoms of diabetic ketoacidosis. Customer was able to change infusion set and reservoir and treat with insulin pump. There was no occlusion.